Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A broken wire to the microprocessor pcb was identified as part of the eval process. No conclusion can be drawn as system analysis or repair info is unavailable at this time and no add'l service info was provided.